Event description:
It was reported that during a pta treatment procedure to dilate a 90% stenosis in an unknown vessel, removal difficulties were experienced. Access was obtained using a 4 fr sheath and the sasuga balloon catheter was advanced over a transcend guidewire. The procedure was completed and the physician was attempting to remove the balloon catheter when difficulties were experienced. Additional tensile forces were applied attempting to remove the balloon catheter. The sheath was removed, however the balloon catheter remained inside the patient. It was not possible to reinsert another sheath, therefore the balloon catheter was removed directly through the access site causing a hematoma to form. The patient is replaced as 'good' following the procedure.